Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" message was confirmed during functional testing. Apvision confirmed system error - 136 (invalid parameters block). The root cause of the reported complaint was the failed processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. After clearing the error using apvision3 software, it reoccurred. The processor board needs to be replaced to remedy the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" message. No patient involvement.